Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device is affected. The child had to wear the device continuously for 24 hours during a travel back from israel. After this, the user had some discomfort. Therefore the parents switched the device off for a few days.

Event description:
Reportedly, the hearing performance with the device was affected. The child had to wear the device continuously for 24 hours during a travel back from (B)(6). After this, the recipient had some discomfort. Therefore, the parents switched the device off for a few days. There were no known traumas or accidents close to the time. There was no redness or swelling over the implant site. The recipient was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected. The child had to wear the device continuously for 24 hours during a travel back from israel. After this, the user had some discomfort; therefore the parents switched it off for a few days. The parents reported that the child is not responding well with the device over the last few days.